Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned for analysis. It was reported that haptic was observed to be stuck to the optic after implantation. The root cause of the reported issue is deemed to be related to manufacturing process change that increased the likelihood of company haptics adhering to the optic surface following delivery with the company device. Based on the results from the product history record, the products met release criteria. Investigation has been completed based on current information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during the intraocular lens (iol) implant procedure, the trailing haptic remains inside the eye, stuck to the optic on the posterior side. The surgery was completed same day. Additional information has been requested and received that edema in patient following day of surgery. The symptoms were improving. The lens remains implanted.